Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient of (B)(6). While in the cath lab after the insertion within minutes there was a possible helium loss alarm. The connections were checked, the catheter was flushed, and no blood was noted on the helium line. In the cardio-vascular intensive care unit (cvicu), they exchanged the intra-aortic balloon pump (iabp) console three times prior to them needing to come to the lab for the iabp catheter exchange. There was no blood noted in the driveline at any point in time according to the clinician. There was no reported patient death or serious injury. There was a report of delay/interruption in therapy for exchange in the cath lab but no complication caused to the patient.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of leak suspected is confirmed. An external leak is confirmed from the iab bifurcate around the fos adhesive. The root cause of how the leak occurred is undetermined. This issue will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The complaint will be monitored for any developing trends. A nonconformance has been initiated to investigate the cause.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient of (B)(6). While in the cath lab after the insertion within minutes there was a possible helium loss alarm. The connections were checked, the catheter was flushed, and no blood was noted on the helium line. In the cardio-vascular intensive care unit (cvicu), they exchanged the intra-aortic balloon pump (iabp) console three times prior to them needing to come to the lab for the iabp catheter exchange. There was no blood noted in the driveline at any point in time according to the clinician. There was no reported patient death or serious injury. There was a report of delay/interruption in therapy for exchange in the cath lab but no complication caused to the patient.